Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique device/serial numbers. Patient information is limited due to confidentiality concerns. The date of death is not available at the time of this report; as there is no indication of specific serial number/patient information. The gender of the baseline characteristics is male and the baseline age is 65 years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: differences in predictors of implantable cardioverter-defibrillator therapies in patients with ischaemic and non-ischaemic cardiomyopathies. Europace. 2016;18(3):405-412.

Event description:
A journal article was reviewed which contained information regarding implantable cardioverter defibrillators (icds). Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article reports that there were ten patient deaths referenced. There were also reports of patients with "electric storm," experiencing inappropriate shocks, and t-wave oversensing. Of note, there is no allegation/ relatedness between the devices and the patients' deaths. The status of the devices is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was obtained through follow up with the author who indicated that there were no deaths with this manufacturer's devices.

Event description:
Of note, additional information w obtained through follow up with the author indicated that the inappropriate therapy was due to atrial fibrillation (af). No further information was provided.